Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the hamilton hv 4-4 valve (p/n 970835) to resolve the issue. He also replaced the t-valve, solenoid valve, and level sense assembly as precautionary measures. (B)(4).

Manufacturer narrative:
Parts replaced were returned for investigation. The parts received were: 970835 - hv 4-4 valve (hamilton), 758419 - t-valve assembly, 472689 - valve-solenoid, a20501- level sense assembly. The testing of these parts revealed the solenod valve rev. A (p/n 472689) was the cause of the leaking from reagent probe a. (B)(4).

Event description:
The customer reported a contained reagent probe a leak on a unicel dxc 600 pro instrument. The customer stated reagent probe a was leaking fluid into the drip well on th reaction wheel cover. The customer stated the fluid was contained to the instrument and appeared to be wash solution. No erroneous patient results were generated in connection with this event.